Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was an overdischarge. Communication could not be established with either patient programmer, implantable neurostimulator recharger (insr), or clinician programmer. The patient was not feeling stimulation. An antenna locate feature resulted in a power on reset (por). The manufacturing representative cleared the por code (B)(4) and the patient was able to charge normally. The patient was going to charge to full. The manufacturing representative reported that the cause of the por was that the patient did not take the recharger on vacation and forgot to recharge after returning home. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.